Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(6) 2011.

Event description:
The customer states: "during the examination, the image started to shake, then the display failed completely. Restarts brought no improvement."